Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: infinion cx, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7077188.

Event description:
It was reported that the patient, that is enrolled in the envision a7007, experienced inadequate stimulation from the leads of the spinal cord stimulator (scs) system. Imaging was performed and confirmed that at least one of the leads migrated, and was fractured. High impedances were also identified. The devices remain implanted at this time, and it is unclear as to which of the two leads is displaying these issues.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: infinion cx; upn: m365sc2317500; model: sc-2317-50; serial: (B)(6).

Event description:
It was reported that the patient, that is enrolled in the envision a7007, experienced inadequate stimulation from the leads of the spinal cord stimulator (scs) system. Imaging was performed and confirmed that at least one of the leads migrated, and was fractured. High impedances were also identified. The devices remain implanted at this time, and it is unclear as to which of the two leads is displaying these issues. It was additionally reported that the patient left the clinical study, and underwent a procedure in which two leads were explanted and replaced with two new leads. The patient is doing well post operatively. No devices will be returned as they were discarded by the facility.